Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the physician had re-sterilized the pulse generator from a deceased patient and re-implanted into another patient. The device was used off label. The patient was in stable condition post operation.